Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide for visual inspection of all accessories and equipment. They also outline the steps for handling and proper use of the equipment and accessories in order to prevent damages. The steps for exchange of accessories are outlined in the pm. It further warns that damaged accessories should be reported and exchanged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mcs coordinator that during the implant procedure, the hvad implant kit was opened in normal fashion and they noted that the o-ring on the inflow canula was broken. They placed the pump aside and retrieved a new hvad implant kit and no further issues occurred. There was no impact to the patient.

Manufacturer narrative:
The o-ring was returned for evaluation with one section missing. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The component passed all inspections set in place prior to release of the device indicating that the manufacturing process did not contribute to the reported event. Failure analysis of the returned device revealed a mechanical cut in the o-ring; thus confirming the reported event. Additionally, one section of the o-ring was found to be missing. The nature of the cut suggests that it was most likely introduced during the installation process; it is unlikely that the device would be released in this damaged condition with a section missing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer has opened an internal investigation to evaluate o-ring damage. Root cause: the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. If information is provided in the future, a supplemental report will be issued.